Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that, at a refill on the day prior to this report, a volume discrepancy occurred. The patient had had too much in the pump for months, possibly 6 months. The pump had 0.4ml more in the pump than it should have. The patient guessed that there may be a slight kink in the current catheter. The patient was at a very high dose currently. The patient¿s catheter would have to be moved. He had a dye study 2-3 weeks prior to the report. The patient had a third drug in the pump that was ¿not there¿ which ¿throws off the numbers ¿and the healthcare provider (hcp) could not ¿zero it out¿ so ¿reporting¿ was thrown off. The reporter did not know what this drug was. It was noted that the patient got 20 8-minute boluses per day. The device system was used to deliver fentanyl and bupivacaine and an unknown drug. It was later reported that the pump actually had a third medication that was not shown on the programming. The way the patient understood it, they did not know how to account for the ¿extra stuff¿ in the pump, so it would ¿never balance¿.